Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The cause for elevated bg levels was not reported, and bg values were not provided. In addition, it was reported that the touchscreen became cracked, and the customer was unable to adjust the pump settings due to the damaged touchscreen. Reportedly, the pump "might not be delivering accurate doses" of insulin. Multiple attempts were made to follow up with the customer on the reported issue; however, additional information was unable to be obtained.